Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp. It was reported that during the parathyroid gland surgery, neuromonitoring was done, using reinforced endotracheal tube size 7 mm . When the endotracheal tube was inserted by the anesthesiologist, the trachea was fractured as discovered by the surgeon in the course of the surgery. As a result, the trachea had to be operated. Delay of 1-2 hours. The procedure was completed with the reported product. On follow-up: stylet used was probably bougie coudé tip. Lubricating jelly was used on emg tube when intubating. While intubating at first, the patient had an allergic reaction (probably to lidocaine), hence the tube was removed and later inserted again. Laryngoscope was not used while intubating. There was "rupture¿ rather than , "fracture¿. It was discovered by the surgeon during the surgery.the surgeon could suddenly see the balloon sticking out through the rupture in the trachea. Another surgeon was called to fix (sew) the trachea. After the surgery, the patient was moved to ICU and after a few days discharged from hospital. Cannot confirm any malfunction of the device. The anesthesiologist complained that this type of tubes(unlike common tubes) is too sharp at the edge that enters the patient´s trachea and suggested that this might be the cause of the issue. However, the cause might have been the way the tube was inserted, the condition of the patient´s trachea as well as the fact that the tube was inserted twice.

Manufacturer narrative:
H6: previous code b17 is no longer applicable, since the device was destroyed in hospital. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.